Event description:
During use of the device for cardiopulmonary bypass procedure, the user reported an intermittent color chip failure. The user reported that the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.